Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and bacteremia. The pathogen was identified as coagulase negative staphylococcus. The implantable pulse generator (ipg) was explanted, replaced, and the patient was treated with intravenous antibiotics. No further patient complications have been reported as a result of this event.